Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was powered off. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump did not notice any alerts before and the pump went dead. The customer also stated that the insulin pump was keep notifying them that there was no insulin even if the insulin have been refilled. The customer also stated that the issue happened twice. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected rewind anomaly was noted.